Event description:
As reported, during bilateral breast capsulectomy, bilateral breast implant replacement and bilateral secondary mastopexy, the patient was implanted with galaflex 3dr bilaterally on (B)(6) 2024. It was reported that the patient developed staph infection on the left breast thereby given oral antibiotics and the infection resolved.

Manufacturer narrative:
As reported, patient had staph infection on the left breast post-implant of galaflex 3dr which got resolved after patient was given antibiotics and the device remains implanted with no further issues. Based on the information available, no conclusions can be made as to the degree to which the device may have caused or contributed to the patient¿s clinical course. Review of manufacturing records confirms product was manufactured to specification. Infection is a known inherent risk of the surgery/use and listed as a possible complication in the adverse reaction section of the instruction for use (IFU) supplied with the device. In regard to infection the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." Note, the date of event (21-oct-2024) is considered to be a best estimate based. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.